Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due more frequent charging of the implantable pulse generator (ipg). The patient did well postoperatively. The device was not returned for analysis as it was retained by the facility.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due more frequent charging of the implantable pulse generator (ipg). The patient did well postoperatively. The device was not returned for analysis as it was retained by the facility.